Event description:
The pt reported that a bolus was cancelled due to a button press, however. The pt reported not pressing any buttons.

Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be peeling from the pump. The 'ok' button would not click or spring back normally. All of the buttons responded to presses.